Event description:
It was reported that a surgeon performed a revision surgery due to infection at the implant site. The patient was originally treated for a fractured left elbow on (B)(6) 2013. The infection was discovered on an unknown date in (B)(6) 2013. During the revision surgery on (B)(6) 2014 the surgeon removed all of the implants and did not implant new devices. The procedure was completed successfully without patient harm or reported delay. This is report 1 of 10 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of va-lcp olecranon plates was processed through the normal manufacturing and inspection operations with no non conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at the time of acceptance with one ncr generated: ncr # us1075359: lot number 7332012 of 3410 pounds of which 1983 pounds were rejected for damaged crates; there was no damage to the raw material. These rejected bars were reworked for 100% xrfa verification and accepted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.